Event description:
A valiant stent graft system was implanted in zone two for the endovascular treatment of a 5.4 cm in diameter thoracic aortic aneurysm. The proximal aortic neck was 37-38 mm in diameter and 25 mm in length. The distal aortic neck was 38-40 mm in diameter. There was moderate calcification in the external and common iliac artery. The angulation from puncture site to lesion site was severe (descending aortic arch). It was reported that during the index procedure, when the second valiant device was inserted into the patient, the stent graft was unable to be delivered from the aortic arch to proximal side. The physician thought the device failed so, the device was removed and a third valiant device was inserted however, was unable to be delivered. The physician decided to try other manufacturer¿s device and was successfully implanted. The physician commented that various types of methods were attempted to deliver the valiant devices but all failed. The other manufacturer¿s device was smoothly inserted only one time. Therefore, the physician suspects the valiant devices might have failure such as a kink in the delivery system. The physician has some experience to use a device for the tortuous aorta, but never had experience for unable to delivery to the intended landing zone. One of the possible causes of the event might have been due to the patient's anatomy as there was calcification on the upper aorta, and due to hardness of the aorta. No clinical sequelae were reported and the patient is fine. Film review analysis: review of returned films pre-implant confirmed that the thoracic arch was acutely angulated approximately 90 degrees, and severely calcified and diseased. The descending thoracic was also tortuous. There was a 5.4cm diameter taa near the top of the arch.. Images during implant of the devices were not provided. It is likely that tortuous and diseased anatomy contributed to the positioning difficulties.

Manufacturer narrative:
(B)(4). Method: (film). Results: (kink). (Anatomy related; vessel tortuosity, calcification on the upper aorta, and stiffness of the aorta). Conclusion: (occlusion).